Manufacturer narrative:
Philips has investigated this complaint. Customer reported movement issues in the device. The philips engineer suggested service, since the customer resolved the issue, the quotation has been cancelled and no service has been provided from the philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that motorized movements and some stand movements were not available. No harm to user or patient was reported. Due to the lack of information, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received.